Manufacturer narrative:
No parts were replaced, the investigation comprises a device log evaluation. The reported issue with high positive end-expiratory pressure (peep) could be confirmed. Further evaluation of the logs indicated that the high peep levels were most likely due to an occlusion in the patient circuit. Questions regarding the patient circuit setup were sent to the customer. The customer replied that they could not provide any further details regarding the patient circuit setup. We can confirm the occurrence of the high peep levels, but as no further information could be provided regarding the patient circuit and since no parts were replaced it has not been possible to determine their cause.

Event description:
(B)(4).

Event description:
It was reported that there while the ventilator was connected to a patient, the set peep (positive end expiratory pressure) was 5cmh2o but, the measured peep was reading 17cmh2o. There was no patient harm reported. (B)(4).